Event description:
It was reported that during a clinic visit, farfield noisy signals were observed on the atrial channel of this pacemaker device. The health care professional (hcp) called technical services (ts) inquired about reprogramming options. It was noted that the farfield signals on the atrial channel were blanked appropriately by the device. The hcp also noted that during an atrial threshold test, the farfield signal was oversensed. Ts discussed programming options with the hcp. At this time, the pacemaker device remains in service. No adverse patient effects were reported.